Manufacturer narrative:
Investigation summary: investigation into this event did not identify any instrument condition codes. No issues were identified with routine maintenance procedures, or control storage and handling procedures. A field engineer visited the site and cleaned the sr subsystem, and on a subsequent visit, replaced the sr sub-system as a precaution. The service actions did not resolve the issue, as there was a recurrence of the negatively biased qc results. The root cause of the event has not been determined.

Event description:
An ocd field engineer reported negatively biased tsh results on a customer vitros eci system using total thyroid control level 1. Biased results of the direction and magnitude observed may lead to inappropriate physician action. No patient results were reported. There was no report of patient harm as a result of this event.